Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding ( menorrhagia)/abnormal bleeding (vaginal, menorrhagia)") and autoimmune disorder ("an autoimmune reaction") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included leg pain, endometriosis, uterine fibroids, bloating, mastalgia, stress urinary incontinence and hyperthyroidism. Concomitant products included losartan for blood pressure high, fluvoxamine maleate (luvox) for depression, levetiracetam (keppra) since 2010 for seizure as well as acetylsalicylic acid (aspirin) since 2009. On (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("menstrual bleeding"), hypersensitivity ("allergic reaction"), back pain ("lower back area pain") and uterine pain ("endometrial pain"). The patient was treated with surgery (partial hysterectomy/(bilateral removal of fallopian tubes).), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, autoimmune disorder, menstrual disorder, hypersensitivity, dysmenorrhoea, dyspareunia, back pain and uterine pain outcome was unknown. The reporter considered autoimmune disorder, back pain, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, uterine pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2012: essure device was successfully occluded; on (B)(6) 2012: total bilateral occlusion. (B)(6) 2016: pathology report. Final pathologic diagnosis: left uterosacral ligament, biopsy: focal changes suggestive of endometriosis. Right cul-de-sac, biopsy: endometriosis. Bilateral fallopian tubes, removal. Right and left fallopian tube segments are documented. Endometrium, curettage: benign endometrial fragments. - no atypical features are identified. Gross description: received in a container of formalin labeled "bilateral fallopian tubes and essure coils," are two fimbriated, focally congested red-pink fallopian tube segments measuring 8.0 x 2.5 x 0.6 and 8.2 x 2.0 x 0.7 cm. Both fallopian tube segments display smooth intact serosal surfaces without adhesions. The fallopian tube segments are serially sectioned perpendicular to their longitudinal axis revealing grossly unremarkable-appearing pink mucosa and stellate architecture. There are focal areas of stenosis noted in both fallopian tube segments. There are two indwelling metal essure coils within the fallopian tube lumens measuring 4.0 and 5.5 cm in length. One of the fallopian tube segments displays a 0.5 x 0.4 x 0.3 cm semitransparent intact para tubal cyst which is located within the fimbria and displays a smooth inner lining. Most recent follow-up information incorporated above includes: on 14-may-2018: plaintiff fact sheet received. Events per pfs: back pain, endometrial pain were added. Patient's concomitant medications added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and autoimmune disorder ("an autoimmune reaction") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("menstrual bleeding") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (underwent a partial hysterectomy). At the time of the report, the pelvic pain, autoimmune disorder, menstrual disorder and hypersensitivity outcome was unknown. The reporter considered autoimmune disorder, hypersensitivity, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and autoimmune disorder ("an autoimmune reaction") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included leg pain, endometriosis, uterine fibroids, bloating, mastalgia and stress urinary incontinence. On (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("menstrual bleeding") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (underwent a partial hysterectomy/(bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, menstrual disorder, hypersensitivity, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered autoimmune disorder, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded; on (B)(6)2012: successful iatrogenic occlusion of fallopian tubes (B)(6) 2016: pathology report final pathologic diagnosis: a. Left uterosacral ligament, biopsy: - focal changes suggestive of endometriosis. B. Right cul-de-sac, biopsy: - endometriosis. C. Bilateral fallopian tubes, removal. - right and left fallopian tube segments are documented. D. Endometrium, curettage: - benign endometrial fragments. - no atypical features are identified. Gross description: received in a container of formalin labeled "bilateral fallopian tubes and essure coils," are two fimbriated, focally congested red-pink fallopian tube segments measuring 8.0 x 2.5 x 0.6 and 8.2 x 2.0 x 0.7 cm. Both fallopian tube segments display smooth intact serosal surfaces without adhesions. The fallopian tube segments are serially sectioned perpendicular to their longitudinal axis revealing grossly unremarkable-appearing pink mucosa and stellate architecture. There are focal areas of stenosis noted in both fallopian tube segments. There are two indwelling metal essure coils within the fallopian tube lumens measuring 4.0 and 5.5 cm in length. One of the fallopian tube segments displays a 0.5 x 0.4 x 0.3 cm semitransparent intact para tubal cyst which is located within the fimbria and displays a smooth inner lining. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. ,patient demographic added. Reporter information updated. Concomitant disease and historical condition added. Essure removal date added. Events vaginal bleeding ,menorrhagia, dysmenorrhea (cramping), dyspareunia added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/pain"), menorrhagia ("abnormal bleeding ( menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)") and autoimmune disorder ("an autoimmune reaction") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included leg pain, endometriosis, uterine fibroids, bloating, mastalgia, stress urinary incontinence and hyperthyroidism. Concomitant products included losartan for blood pressure high, fluvoxamine maleate (luvox) for depression, levetiracetam (keppra) since 2010 for seizure as well as acetylsalicylic acid (aspirin) since 2009. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), uterine pain ("endometrial pain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("menstrual bleeding"), hypersensitivity ("allergic reaction") and back pain ("lower back area pain"). The patient was treated with surgery (partial hysterectomy/(bilateral removal of fallopian tubes).), and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain and uterine pain had resolved and the menorrhagia, vaginal haemorrhage, autoimmune disorder, menstrual disorder, hypersensitivity, dysmenorrhoea, dyspareunia, depression and anxiety outcome was unknown. The reporter considered anxiety, autoimmune disorder, back pain, depression, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, uterine pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded; on (B)(6) 2012: total bilateral occlusion (B)(6) 2016: pathology report final pathologic diagnosis: a. Left uterosacral ligament, biopsy: - focal changes suggestive of endometriosis. B. Right cul-de-sac, biopsy: - endometriosis. C. Bilateral fallopian tubes, removal. - right and left fallopian tube segments are documented. D. Endometrium, curettage: - benign endometrial fragments. - no atypical features are identified. Gross description: received in a container of formalin labeled "bilateral fallopian tubes and essure coils," are two fimbriated, focally congested red-pink fallopian tube segments measuring 8.0 x 2.5 x 0.6 and 8.2 x 2.0 x 0.7 cm. Both fallopian tube segments display smooth intact serosal surfaces without adhesions. The fallopian tube segments are serially sectioned perpendicular to their longitudinal axis revealing grossly unremarkable-appearing pink mucosa and stellate architecture. There are focal areas of stenosis noted in both fallopian tube segments. There are two indwelling metal essure coils within the fallopian tube lumens measuring 4.0 and 5.5 cm in length. One of the fallopian tube segments displays a 0.5 x 0.4 x 0.3 cm semitransparent intact para tubal cyst which is located within the fimbria and displays a smooth inner lining. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new pfs received- new events added: psychological or psychiatric problems condition : depression and mental anguish were added.outcome of event pain from unknown to recovered/resolved was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pain'), menorrhagia ('abnormal bleeding ( menorrhagia)/abnormal bleeding (vaginal, menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included leg pain, endometriosis, uterine fibroids, bloating, mastalgia, stress urinary incontinence and hyperthyroidism. Concomitant products included losartan for blood pressure high, fluvoxamine maleate (luvox) for depression, levetiracetam (keppra) since 2010 for seizure as well as acetylsalicylic acid (aspirin) since 2009, oxycodone hydrochloride;paracetamol (percocet), tramadol from february 2016 to march 2016 and trazodone from august 2015 to march 2016. On (B)(6) 2012, the patient had essure inserted. In january 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), uterine pain ("endometrial pain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("an autoimmune reaction"), menstrual disorder ("menstrual bleeding"), hypersensitivity ("allergic reaction") and back pain ("lower back area pain"). The patient was treated with surgery (ablation and partial hysterectomy/(bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, hypersensitivity, back pain and uterine pain had resolved and the autoimmune disorder, menstrual disorder, dysmenorrhoea, dyspareunia, depression and anxiety outcome was unknown. The reporter considered anxiety, autoimmune disorder, back pain, depression, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain and bleeding . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 01-jun-2012: results: essure device was successfully occluded; on 30-oct-2012: results: total bilateral occlusion. Diagnostic results: (B)(6) 2016: pathology report final pathologic diagnosis: a. Left uterosacral ligament, biopsy: - focal changes suggestive of endometriosis. B. Right cul-de-sac, biopsy: - endometriosis. C. Bilateral fallopian tubes, removal. - right and left fallopian tube segments are documented. D. Endometrium, curettage: - benign endometrial fragments. - no atypical features are identified. Gross description: received in a container of formalin labeled "bilateral fallopian tubes and essure coils," are two fimbriated, focally congested red-pink fallopian tube segments measuring 8.0 x 2.5 x 0.6 and 8.2 x 2.0 x 0.7 cm. Both fallopian tube segments display smooth intact serosal surfaces without adhesions. The fallopian tube segments are serially sectioned perpendicular to their longitudinal axis revealing grossly unremarkable-appearing pink mucosa and stellate architecture. There are focal areas of stenosis noted in both fallopian tube segments. There are two indwelling metal essure coils within the fallopian tube lumens measuring 4.0 and 5.5 cm in length. One of the fallopian tube segments displays a 0.5 x 0.4 x 0.3 cm semitransparent intact para tubal cyst which is located within the fimbria and displays a smooth inner lining. Most recent follow-up information incorporated above includes: on 9-jan-2020: ppf received outcome of events " bleeding and allergic reaction" were updated as recovered. Reporter information was added.seriousness criteria for event autoimmune disorder updated to non serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pain'), menorrhagia ('abnormal bleeding ( menorrhagia)/abnormal bleeding (vaginal, menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included leg pain, endometriosis, uterine fibroids, bloating, mastalgia, stress urinary incontinence and hyperthyroidism. Concomitant products included losartan for blood pressure high, fluvoxamine maleate (luvox) for depression, levetiracetam (keppra) since 2010 for seizure as well as acetylsalicylic acid (aspirin) since 2009, oxycodone hydrochloride;paracetamol (percocet), tramadol from (B)(6) 2016 to (B)(6) 2016 and trazodone from (B)(6) 2015 to (B)(6) 2016. On 1-feb-2012, the patient had essure inserted. In january 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), uterine pain ("endometrial pain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("an autoimmune reaction"), menstrual disorder ("menstrual bleeding"), hypersensitivity ("allergic reaction") and back pain ("lower back area pain"). The patient was treated with surgery (ablation and partial hysterectomy/(bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, hypersensitivity, back pain and uterine pain had resolved and the autoimmune disorder, menstrual disorder, dysmenorrhoea, dyspareunia, depression and anxiety outcome was unknown. The reporter considered anxiety, autoimmune disorder, back pain, depression, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: essure device was successfully occluded; on (B)(6) 2012: results: total bilateral occlusion. Diagnostic results: (B)(6) 2016: pathology report final pathologic diagnosis: a. Left uterosacral ligament, biopsy: - focal changes suggestive of endometriosis. B. Right cul-de-sac, biopsy: - endometriosis. C. Bilateral fallopian tubes, removal. - right and left fallopian tube segments are documented. D. Endometrium, curettage: - benign endometrial fragments. - no atypical features are identified. Gross description: received in a container of formalin labeled "bilateral fallopian tubes and essure coils," are two fimbriated, focally congested red-pink fallopian tube segments measuring 8.0 x 2.5 x 0.6 and 8.2 x 2.0 x 0.7 cm. Both fallopian tube segments display smooth intact serosal surfaces without adhesions. The fallopian tube segments are serially sectioned perpendicular to their longitudinal axis revealing grossly unremarkable-appearing pink mucosa and stellate architecture. There are focal areas of stenosis noted in both fallopian tube segments. There are two indwelling metal essure coils within the fallopian tube lumens measuring 4.0 and 5.5 cm in length. One of the fallopian tube segments displays a 0.5 x 0.4 x 0.3 cm semitransparent intact para tubal cyst which is located within the fimbria and displays a smooth inner lining. Quality-safety evaluation of ptc: unable to confirm complaintv. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.